Manufacturer narrative:
E1: initial reported address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, upon first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.